Manufacturer narrative:
Additional information : the actual sample was received contaminated with blood. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing; the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set disconnected from a pressure tubing (non baxter) which resulted in a leak of contrast. This was identified during use for a CT (computerized tomography) procedure. It was further stated that they had to clean the patient and equipment and give the contrast again. There was no report of patient injury or medical intervention associated with this event. No additional information is available.